Event description:
It was reported that during a gastric bypass, there was leakage. Procedure completed with same like product. No further info is available. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Info not available, device not returned for analysis.